Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in mobile system 1 (lot number 278183, expiration date 01/31/2014). (B)(6).

Event description:
Customer received a result of 28.9 mmol/l on mobile system 1, and a result of 9.8 mmol/l on mobile system 2. The customer then received a result of 7.5 mmol/l on the compact plus system. All results were within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.